Manufacturer narrative:
No serious injury occurred and no known impact or consequence to the doctor involved. However, nidek incorporated considers this issue a reportable event as the device had malfunctioned and has a potential to cause or contribute to a serious injury if the malfunction were to recur. Nidek hired third party (B)(4) to perform the correction as per recall (z-1245-2016). At this time, device evaluation anticipated but has not begun. Therefore, a follow-up will be submitted once the evaluation is completed.

Event description:
On (B)(6) 2017, during recall process, a nidek incorporated recall coordinator received information from a customer that the near point chart rod on their rt-5100 serial #(B)(4) fell several times and had hit her and another doctor on the head on multiple occasions. The complainant claimed that it did hurt for a bit but no bruise or no serious injury occurred, and thereby, medical treatment/intervention was unnecessary.